Event description:
It was reported that patient's right ventricular (rv) lead dislodged. It was also noted that the lead exhibited loss of capture and loss of sensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.